Manufacturer narrative:
(B)(4). The device was manufactured july 25, 2014 ¿ july 26, 2014. The device was received for evaluation. Visual inspection noted that the purple coil cap had separated from its housing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "the purple cap detached from the mouth" of a large volume infusor. This was observed upon opening the over-pouch of the device. As this occurred before use, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.